Manufacturer narrative:
(B)(4). Device evaluation summary: one used needle-suture piece of product code sxpp1a101 was returned for analysis. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted; also, the end was cut. In addition, body fluids and damaged barbs were found. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019, and a barbed suture was used. During the procedure, the suture broke during continuous suturing. There were no adverse consequences to the patient. No additional information was provided.